Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis revealed that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically breached due to a cut, extrinsically distorted due to kinking/buckling and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician attempted to place the right ventricular (rv) lead but the patient's vasculature was very tortuous and tight. The physician took the lead out and placed it back in but the lead started to kink. The rv lead was not used and was successfully replaced. No patient complications have been reported as a result of this event.